Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer stated the drive support cap is loosed. The customer reported motor position encoder error alarm after motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery alarm test occlusion test due to the motor error alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.